Manufacturer narrative:
D3 - manufacturing plant address, city, zip code; updated. H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a multiple battery communication error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due interconnect board problem. As a result, the interconnect board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair,

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad port / communication error. There was unknown patient involvement.